Event description:
It was reported that the epg (external pulse generator) has a broken output connector, and it shuts off when replacing the battery. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken and the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases and the battery drawer were broken, the battery release and ring cover were contaminated, the battery contacts were compressed, the serial number label was damaged and the display was missing pixels.